Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "battery damaged" was confirmed during product evaluation. The root cause was determined to be a battery low alert. It is unclear if repairs were made to correct this condition.

Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred; however, it is known to have occurred in the emergency room. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for a similar problem. During previous repair on (B)(4) 2010 the main batteries and battery harness were replaced. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.